Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and found that the dump valve luman line inside was loose. The fsr reconnected the dump line and checked all the other lines. The unit was tested and met all performance settings. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the 3100a ventilator won't pressurize. At this time, there is no information regarding patient involvement associated with the reported event.